Event description:
The customer reported to vyaire medical that the pads, fetal scalp electrode attachment keeps coming off, making it impossible to monitor the baby's heart rate. Recurrent late and protracted decelerations were occurring in the patient. Two different fse grounding pads were used but the device continued to fall off of the pad. Additionally, there was no information on patient harm.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.